Event description:
The account alleged the nurse call is not functioning. No injury reported.

Manufacturer narrative:
The account found that the pins on the nurse call cable were bent. The account replaced the nurse call cable to resolve the issue.